Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024. D6b: explant date: (B)(6)2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7071090.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure as it was no longer functioning as intended. No further information could be obtained despite good faith efforts.